Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 3.5, 4.5; date: (B)(6) 2011; inratio: 3.7; lab: 2.8. Therapeutic range: 2.5-3.5. Patient is taking lovenox. Recently hospitalized - got out 3 days ago, previous to hospital visit taking pradaxa, but not longer taking it.